Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patients were not crossing over to patient list. A technical support specialist (tss) received the case, contacted rx to verify if the issue was still occurring, and followed up via email for updates. The customer confirmed that the issue had been resolved by information technology (it), and approval was given to mark the case as complete. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patients were not crossing over to the patient list. Patients from the medical/surgical unit were not populating under available patients in the jc sura pyxis, and nurses had to search for these patients using the facility search. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.